Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Able to download history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: (B)(6) 2024 11:21:51.000, fault 11: (B)(6) 2024 23:51:00.000, fault 58:(B)(6) 2024 09:49:33.000, fault 73: (B)(6) 2024 23:20:00.000 and fault 104: (B)(6) 2024 05:56:00.000 were found in the history files or traces. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, lcd assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails and label damage (stained). Blank display due to moisture damage on the pcba 1, pcba 2, lcd assembly and force sensor. Unable to confirm unexpected battery power loss due to blank display. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Unable to verify customers high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia which did not require treatment. The customer reported blood glucose value of 151 mg/dl. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. The event involved product(s) mmt-342, mmt-1884, mmt-431a. Customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-342 and mmt-431a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.